Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8799145, 510k # k994239 was cleared in the united states. Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a cervical fusion at c3/5 and was implanted anterior fixation plate. The procedure was completed without any problem. The post op x-rays showed the construction was good. The day after the procedure the whole construct backed out with grafted bone. The revision surgery to replace the plate with a new plate and reconstruct with revision screws was performed five days post op. The revision surgery was completed without any incident.